Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 50% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. A non medtronic guide wire was used to cross the lesion and a buddy wire was also used. It was reported that stent dislodgement occurred during removal following a failed delivery. Significant resistance was noted by physician. The dislodged stent was crushed into place using another resolute onyx stent. The patient was reported to be alive with no further injury.